Event description:
It was reported that during a cadaver laboratory, it was observed that the motor device was much louder than normal and overheated. The event was not related to surgery. There was no patient involvement. There were no delays to the laboratory procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The device was disassembled, and it was observed that the driveshaft was broken in half. The assignable root cause was determined to be due to excessive force during use. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.